Manufacturer narrative:
Issue record UDI number would not allow the record to be transmitted due to the format. The UDI number present was not an acceptable format of the FDA. Impact the UDI number is a required field within the biohorizons emdr org. Therefore, the record remained in a state of open until the UDI field error was cleared and the correct FDA UDI number was listed. Corrective actions: biohorizons reviewed the new system for any record with the incorrect UDI format and replaced with the correct information or listed as unknown if the number could not be obtained. Preventative actions run daily reports to ensure records have been cleared of errors within the new system as well as run daily reports to ensure records are not sitting in a status of open, failed or submission in progress.

Event description:
Implant failed to osseointegrate.